Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
A customer reported a monitor failure at the gantry control which was followed by smoke and a burning smell from the capacitor in the power supply. The defective power supply has been determined to be responsible for the smoke development. A new power supply has been ordered for replacement. The fire dept was called.